Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The part was received in 2 pieces, the main component and the radiolucent extension. The connecting screw was missing and was not returned. The radiolucent extension was faded and showed signs of extensive use. The main component had nicks in the anodize coating around where it mates with the plates. The pieces could be assembled easily but the connecting screw was not returned to hold them together. There is nothing to indicate a design or manufacturing related issue but since the screw was not returned for evaluation, the complaint is indeterminate.

Event description:
It was reported that during the cleaning process, the connecting screw on the distal femur liss insertion guide broke. There was no patient involvement.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for complaint (B)(4).